Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was 70 mg/dl. The customer stated that the pump was dropped and the battery cap was indented. The customer reported the drive support cap to appear protruded. The insulin pump was returned for analysis.